Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified unspecified vessel. The 15mm x 2.25mm quantum apex balloon was inflated, however, it ruptured at 16 atmospheres at an unknown number of inflation. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. Visual and tactile inspection was performed. The hypotube was kinked was 43 and 45cm from the strain relief and the shaft was kinked 4.25cm from the distal tip. There was blood in the guidewire lumen. Microscopic examination of the balloon revealed a balloon pinhole over the distal markerband. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified unspecified vessel. The 15mm x 2.25mm quantum apex balloon was inflated, however it ruptured at 16 atmospheres at an unknown number of inflation. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and patient's status is good.